Event description:
It has been reported to philips that exposure was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Upon troubleshooting, fse found that the table movement hanged. Fse reinstalled the system geo pc software, reconfigure stand and table, cleaned rails and calibrated potmeter. Reloaded all drives software. Tested longitudinal movements of table and recreated system image store. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.